Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 296 mg/dl on customers advantage system compared to the doctors measurement of 115 mg/dl when testing was performed seconds apart during a visit to the doctor for a condition not related to the system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.